Manufacturer narrative:
Received one b33982 smallbore quadfuse ex set connected to a microclave for evaluation. As received, no visual damage or abnormalities were observed. The sample was leak tested per specification and a leak between the shunt and tapered connection of the quadfurcated connector was observed. The bond where the leak was observed was separated and insufficient solvent coverage was found. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent coverage during assembly. A lot history review could not be conducted because no lot number(s) was/were identified. D4: unknown UDI due to no list or lot number provided.

Event description:
The event occurred on an unspecified date and involved an unspecified quadfuse extension set was leaking. The reporter stated that they had several reports of leaking extensions over the weekend. There was patient involvement, no adverse event and unknown if caused delay in care. Additional devices were received for evaluation. This report captures the third device received where a leak was observed.